Manufacturer narrative:
Article citation: spit, karlinde a., azahaf, siham, de blok, christel j.m. Et al. Ultrasound versus MRI for evaluation of silicone leakage from silicone breast implants. Heliyon 50 cell press. 19/jun/2024; 1-7. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown; rupture; gel bleed; silicone deposition in axillary lymph nodes; enlarged axillary lymph nodes.

Event description:
Through journal article "ultrasound versus MRI for evaluation of silicone leakage from silicone breast implants," authors reported rupture, gel bleed, silicone deposition in axillary lymph nodes, enlarged axillary lymph nodes, axillary lymphadenopathy, breast pain, axillary pain, itching of the breasts, itching of the armpits, capsular contracture, baker grade unknown and breast implant illness (bii). The status of the devices are unknown. This record relates to the 102 left side devices.